Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. Accessories used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.